Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a power source alert occurred. At the time of the call, the alert had been cleared. As tandem technical support was not contacted at the time of the reported issue, a system check could not be performed to determine a possible cause of the event. Customer did not know blood glucose level; however, reported to be within 54-500 mg/dl.